Event description:
My eye was hurting- had to go to the eye dr. Had an infection, rec'd antibiotics for infection. I use amo complete moisture plus for my contacts, and think the infection was due to this product. Date of use: 2007. Diagnosis or reason for use: used for contact solution.